Event description:
A distributor received a call from a patient who reported that his medication was leaking. He was unclear about the instructions given by support and went to the ER for assistance. The pump was powered down and the line clamped. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.